Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified.

Event description:
It was reported that the ventilator display froze at the six picture screen. There was no patient involvement.

Manufacturer narrative:
A single board computer (sbc) was returned to covidien/medtronic¿s product analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified and the issue was isolated to software. The issue will continue to be internally investigated. If information is provided in the future, a supplemental report will be issued.